Manufacturer narrative:
Eval summary: the lens was returned in a specimen cup on paper. The lens was solution, bent and broken haptic damage, and torn/split optic damage on the anterior and posterior optic surfaces. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the blurred vision. Exact focal length/resolution measurements could not be obtained because of the torn/split optic damage. Due to the presence of surgical solution, the root cause of the reported haptic damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A materials manager reported that four days after an intraocular lens (iol) was implanted, the pt reported blurred vision. The surgeon observed that the lens was malpositioned due to a bent haptic. The surgeon also noted loose floating lens cortex material in the anterior chamber. On postoperative day seven, the pt returned to surgery for a lens cortex removal and an iol malpositioning procedure. The cortex was removed, but when the surgeon attempted to rotate the lens, the haptic came off. The iol was then removed, and a new iol of same model and power was implanted. Additional info was requested.